Event description:
It was reported to aci that a female patient underwent a pta (percutaneous transluminal angioplasty) procedure of the right leg artery. The stick location was in the right common femoral. A pre-procedure femoral angiogram showed presence of pvd/calcium and the vessel size to be less than 5mm. The patient was anti-coagulated with heparin. Following the pta procedure, the physician selected a mynxgrip (6f/7f) vascular closure device for closure. After the physician inflated the balloon and pulled back, he got some resistance and noticed a slow ooze coming out of the sheath side-port (when the physician checked to see if the balloon was abutting the artery, he noticed that the oozing had not fully stopped). The physician and staff noted the deployment to be "normal". The physician held pressure for around 10 minutes in the lab and took the patient to recovery where manual pressure was held for an additional 10-20 minutes. The patient's right leg (access site) was noted to turn blue. The patient was taken to the lab where an angio was performed and the flow was noted to be occluded. A spider snare was delivered and the sealant was removed without incident through the contralateral leg. After removal of the spider snare, manual pressure was held and a pseudoaneurysm was noted on the 2nd accessed side (left side). The patient is recovering without incident and has palpable pulses in both legs. The patient received IV antibiotics. It was noted that this incident is believed to be mynx related as the patient had palpable distal pulses before the procedure and after the procedure had diminished distal pulses. Note: the left access site was closed with manual pressure only.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330203) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported sealant misdeployment was that the physician who is untrained did not follow the mynxgrip instructions for use (IFU) which state to ensure the balloon is abutting the arteriotomy. When the balloon is placed to abut the arteriotomy, the balloon provides a barrier to the ingress of sealant into the arteriotomy. It was reported that the physician noticed a slow ooze coming out of the sheath side-port (when the physician checked to see if the balloon was abutting the artery, he noticed that the oozing had not fully stopped). In addition, it was reported that the vessel size was less than 5mm. It should be noted that per the IFU, the safety and effectiveness of mynx have not been established in patients with small common femoral arteries (<5 mm in diameter). Based on the information provided, the root cause for the reported occlusion was the sealant which was deployed into the artery.